Manufacturer narrative:
H6: initially submitted code fdc d16 is no longer applicable, d02 is applicable for nim patient interface and d20 is applicable for nim mainframe. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the device analysis found that there was no reproduction, one clip was deformed and there was no fuse on the back. H6: the codes fdr c07, fdr c070601, img g0201202 and img g0405204 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: xom unk nim3.0, serial/lot #: unknown, UDI#: unknown, h6: initially submitted codes fdm b17, fdr c20, fdc d16 and imgg02030 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there is an unusual noise coming from the main unit when not in use. It is not continuous and sometimes stops I ntermittently. There was no known patient impact.